Manufacturer narrative:
Visual and functional analysis was performed on the returned product. The reported stent deployment failure was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation determined that the reported difficulties were related to circumstances of the procedure. The failure to inflate the balloon resulting in the inability to deploy the stent was due to the torn guide wire exit notch which extended into the inflation lumen. This damage is consistent with the guide wire and the sds becoming spread apart, likely during advancement, causing the guide wire to tear into the exit notch. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified lesion in the right renal artery. A 4.5x18mm herculink elite balloon expandable stent system (bess) was advanced to the lesion, but the balloon failed to inflate after several attempts. The bess was removed without issue. The procedure was successfully completed with a new 4.5x18mm herculink elite stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.